Event description:
Attorney reported: on (B) (6) 2005 - a bard composix e/x mesh elipse, (B) (4), lot# 43lmd156 was used to repair pt's ventral hernia defect. On (B) (6) 2005 - pt's failed bard composix e/x mesh was explanted. Pt continued to experience abdominal pain and discomfort after the hernia repairs.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.